Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was deemed inoperable, due to an increase in recharge burden. As a result, the patient's ipg was explanted and replaced, which addressed the issue.